Event description:
It was reported that high pacing impedance was observed on the right ventricular (rv) lead during the implant procedure. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.